Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced lead migration. Subsequently, the patient underwent surgical intervention where the leads were explanted and replaced. It was also reported due to unrelated health issues, the physician electively explanted and replaced the patient's ipg with a different model. During the procedure. The patient reported effective stimulation coverage postoperative.